Event description:
The customer received questionable results for calcium gen.2 (ca) on four patient samples. Of those four, it was determined that one sample had erroneous results that had been reported outside of the laboratory. The customer indicated that they routinely run qc on the pm shift. The field service representative (fsr) was onsite on (B)(6) 2014 for issues calibrating ca. All qc for ca run on the pm shift was good, but there was a critically low result that repeated normal during the night. The customer decided to calibrate this morning and the qc was way out. The initial ca result was run on (B)(6) 2014 at 05:59 am and was 6.6 mg/dl; which was reported outside of the laboratory. The sample was repeated on another cobas 6000 c501 at 08:23 am and generated a repeat result of 8.9 mg/dl. The customer deemed the repeat result to be the correct result and issued a corrected report. The corrected results were called to the nurse's stations. There was no adverse event. The lot number of the ca reagent in use was 69275401, with an expiration date of 12/31/2014. The fsr found a damaged reaction cell. He performed multiple maintenance activities. The fsr replaced the sample and reagent probe seals as a precaution. He performed precision runs and had outliers occurring on cell 143 both times. The customer calibrated ca and performed controls, which were in range. The customer performed monthly maintenance and replaced the cells. The fsr then replaced the sample probe. He also performed a precision run. The customer calibrated and ran qc, which was within range. On further follow up with the customer, the calcium qc "looked beautiful" on (B)(6) 2014.

Manufacturer narrative:
A root cause could not be determined. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.